Manufacturer narrative:
Investigation: DHR of lot 8123354 was reviewed and no qn found. Incoming inspection report of the cannula which used for this lot, and all test results(stiffness/ resistance to breakage) meet the specification. Inspected 7pcs retention parts angle and appearance, all results passed. Based on the results of 1 pcs returned samples reviewed, we found the critical damage mark on the top of adhesive bead, it would be caused by external excessive force.

Event description:
It was reported that bd micro-fine¿ pen needle broke off in the patient. The following information was provided by the initial reporter: after injection, it was found that needle was broken. Then go to hospital, the broken needle was confirmed in patient's body. At present, the broken needle has not been removed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ pen needle broke off in the patient. The following information was provided by the initial reporter: after injection, it was found that needle was broken. Then go to hospital, the broken needle was confirmed in patient's body. At present, the broken needle has not been removed.